Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the tissue pad or any piece of it fall into the patient; if yes, was the piece retrieved; if yes, did this cause a change in the plan of care for the patient; is the detached tissue pad being returned with the device; or, was the detached tissue pad discarded: it wasn¿t the tissue pad, it was the actual active blade that came off during a lap left colectomy. I have the blade and, it was retrieved. It happened at the beginning of the case on one of the first activations. An additional device was opened and case completed as normal.

Event description:
It was reported that during an unknown urology procedure, the tissue pad fell off the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n9096j. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch history records were reviewed with no anomalies noted during the manufacturing process.